Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the setting of a hakim valve changed unintendedly. The valve was implanted via v-p shunt on september 6, 2013 with an unknown initial setting. The setting was changed to 200 but it changed to 40 a few times. The patient started to have over drainage symptoms and it was replaced to a new one on (B)(6) 2020.

Manufacturer narrative:
The valve was returned for evaluation. Review of the history device records for the valve, product code 82-3162 with lot cpcc0z showed a report that issues had no link to this complaint. Unique device identifier (UDI) : (B)(4). Failure analysis - the valve was visually inspected, the silicone was torn/cut around the siphon guard as well as needle holes in the needle chamber. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle holes in the needle chamber no leakage noted from the tear/cut in the silicone housing around the siphon guard. The valve passed the test for programming, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any functional problem with the valve at the time of investigation. The root cause for the cut/tear in the silicone housing around the siphon guard noted during the investigation, was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. The possible root cause could be due to magnetic fields, as noted in the "IFU": magnetic fields should not be placed near the valve due to the possibility of an unintentional setting change.